Manufacturer narrative:
Results: the neuron max had a damaged distal atraumatic tip. The packaging mandrel had slid from under the packaging tape and was misaligned from the packaging tube. A bend was present throughout the length of the device. Conclusions: evaluation of the returned neuron max confirmed a damaged distal atraumatic tip. If the packaging mandrel is misaligned from the packaging tube it may pin the device between the packaging mandrel and the packaging tube. If the device is retracted while pinned, damage to the distal atraumatic tip may occur. Further evaluation revealed a bend along the length of the device. Based on the return packaging and the complaint, this bend is likely incidental to the complaint, and may have occurred during packaging for return to penumbra. Penumbra catheter are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff found that the tip of a neuron max 6f 088 long sheath (neuron max) was broken upon removal from packaging. The damage to the neuron max was found prior to use. Therefore, the neuron max was not used in the procedure. The procedure was completed with another neuron max.